Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support was notified by device download data that a (B)(6) male pt was treated. Zoll customer support contacted the pt's son-in-law who reported that he went to the pt's house and when he got out of his truck could hear the lifevest alarming. When he went inside the pt had already passed and was wearing the lifevest. A review of the pt ECG and flag data revealed that the pt received two appropriate treatments. The first treatment was delivered at 20:31:24 on (B)(6) 2014. The pt was in vf. The treatment failed to convert the rhythm. A second treatment was delivered at 20:31:48 during vf. The post-shock rhythm was severe bradycardia. Six minutes later, the device properly alarmed for asystole. The ECG showed bradycardia at 28 bpm degrading to asystole. Asystole is considered a non-treatable rhythm. Ten additional asystole detections were made between 20:46:40 and 21:25:17. Post-shock asystole is a known low-frequency complication of defibrillation. The device operated as designed and properly detected and treated the ventricular arrhythmias. There was no indication of any device malfunction.

Manufacturer narrative:
Monitor sn (B)(4) and electrode belt (B)(4) were not returned to zoll for investigation. Device evaluation was accomplished through a review of the pt's download data file. Review of the data does not indicate any device malfunction. Device manufacture date and usage of device: monitor (B)(4): 08/2012 - reuse. Electrode belt (B)(4): 06/2013 - reuse.